Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a 'speaker operation problem'. No information was provided whether any sound was still coming from the device. The device was used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
H10: a philips field service engineer was involved during the course of the evaluation. Additional information was requested but none was provided. No further contact was established by the customer regarding the reported device and issue. Based on the available information, the exact cause and its resolution could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.